Manufacturer narrative:
Additional information received: target lesion reported as calcified and stenosis was 95%. Debulking was performed using a cutting balloon. Negative prep was performed. The device was unable to reach the distal side of the lesion. The lesion was dilated from the proximal lesion, and little by little, the device was advanced to the distal side of the lesion using multiple inflations. The resolute onyx was implanted considering possible recoil. The stent slid slightly to the aorta, but it was approx. 1mm within the acceptable range. It is reported that stent deformation occurred in vivo post deployment. Post dilation was performed multiple times with a 3.25x12mm nc euphora. The lesion at the rca ostium was not sufficiently dilated so it was dilated multiple times using the nc euphora. The stent appeared protruding toward the aorta and stretched. While dilating the proximal area using a 3.5x8mm non mdt nc balloon, the stent was pushed into the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the returned procedural images capture the patient lesion condition as reported. Pre-dilation is captured at the treatment site in the rca . The complaint device was then advanced to the treatment site. No images were provided of the balloon inflation of the complaint device. The image captures the deformation on the proximal end of the implanted stent. The stent appears stretched proximally. The guide catheter is immediately proximal to the damaged stent. The complaint device is then post dilated. A second stent is then expanded over the deformed section of the complaint device. Post procedure the stent deformation is still evident on the proximal end of the complaint device. Improved flow is also visible post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent device was used to treat a moderately tortuous lesion in the rca. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that stent deformation occurred in vivo post deployment. There was no remaining stenosis but a part of the struts widened. Post dilation was performed. The device remains in the patient. A non-mdt stent device was implanted on the part of the stent where the struts had widened. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.